Event description:
Doctor was doing an ablation, deployed the tines out to 5cm and was unable to retract the tines. After attempts to retract the tines, the doctor pulled the device out with the tines deployed. The pt was admitted to ICU for a large hematoma and was released approximately 24 hrs after procedure.